Event description:
A decapo power jack was returned due to electrolyte leakage. However, no injuries were reported.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.